Event description:
Eri alert was received via hm. Around (B)(6) 2021, the battery remaining was 89 percent. The device was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.